Manufacturer narrative:
Correction: b5 should have read ipg was not placed into surgery mode, not MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an unrelated procedure and did not turn their ipg to MRI mode. In turn, the ipg became inoperable. Troubleshooting was able to recover the device, resolving the issue.

Manufacturer narrative:
Date of event is etsimated.